Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Patient was also present at the time of the call. The caller reported the patient was implanted on (B)(6) and they have a follow up appointment tomorrow. The healthcare provider wanted them to have everything charged to 100%. Caller placed the recharger in the pouch and put it over the stimulator and turned it on and it was fine for a little bit but then the patient started feeling a "lightening" sensation while charging the implant in the chest. Review considerations regarding charging over an unhealed incision and recommended patient discontinue charging until after the doctor's office has had a chance to assess when it would be safe for patient to start charging the implanted device. The patient was redirected to their healthcare provider to further address the issue. Patient representative called saying this was the first time they were charging the implant battery. Caller connected with recharger application and implant battery was showing 10%, charging good. During call implant charge level progressed to 20% during call. Agent reviewed information about charging the implant battery.